Event description:
A customer's step-father reported that the customer was receiving low readings on his adc meter. The caller stated that the adc meter "had been reading 70 mg/dl or 80 mg/dl" (no specific dates or times were provided). The caller reported that on the morning of (B)(6) 2011 at 9:30 am, the customer awoke and his mother tested his blood sugar and "it was 70 mg/dl or something, but he could not get up or walk." The customer also experienced symptoms of "vomiting, dizzy, blurry vision, lightheaded." The customer was taken to the hospital emergency room by his mother. In the emergency room, a hospital meter reading of 500 mg/dl was reported in comparison to an adc meter reading of 121 mg/dl. A hospital laboratory result of 600 mg/dl was compared to an adc meter reading of 210 mg/dl. The tests were performed within 10 minutes. The results of the hospital lab/adc comparison were plotted on a parkes error grid and fell into the "c" zone showing the difference in values was clinically significant. The customer was diagnosed with diabetic ketoacidosis (dka), and treated with "liquids and liquid IV" per the caller. The customer self-treated with water. There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial request. The product(s) have been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of manufacture is unknown.